Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device noted no defect was observed. Device labeling: 5. Precautions. ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use. 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc exploded during patient injection. No injury to the patient or injector. The needle from the package was used.